Event description:
On (B)(6) 2012, a 16x20 cm piece of strattice mesh was placed in a procedure for colostomy takedown with hernia repair. Bilateral component separation was performed and the strattice was placed with #1 prolene sutures as an underlay between bowel and rectus under normal tension. On post op day 3, the patient's abdomen appeared distended and he developed emesis. Patient noted that he felt and heard a "pop" during one of his emetic episodes. His drains appeared to contain a bile like substance and was taken to imaging where a CT showed the strattice had torn down the middle and his small bowel had eviscerated through the strattice. It was also noted that there were two small bowel enterotomies present. The strattice was removed, enterotomies were repaired, and a second 16x20 cm piece of strattice was placed in an overlay closure. The patient was sent home on wound vac therapy due to wound dehiscence and is reported to be doing fine. This post-operative tear event is evaluated as a malfunction of the device which could cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
Method of evaluation included: review of the device history record. Query of the lifecell complaint system for any other complaints reported to lifecell against devices distributed from this lot. Results of evaluation: review of the device history record resulted in no remarkable findings. There were no nonconformances related to the nature of this complaint. Results of mechanical testing, including suture retention and tensile strength testing, were acceptable. (B)(4). Based on internal investigation into lot s11111, the device met qc release criteria, including mechanical testing. No root cause for this event can be conclusively determined. Device was not returned to lifecell.